Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open subtotal gastrectomy procedure, upon closing abdomen, the suture was aging, it was brittle, and was broken into pieces. It was replaced with another plate suture for use to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted five needles and multiple pieces of sutures that were pale purple, a suggestion of degradation. The foil pouch received was inspected thoroughly for any breaches but no abnormalities were noted. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. If information is provided in the future, a supplemental report will be issued.